Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving unspecified low glucose sensor scan readings and did not notice a trend arrow on the device. The customer experienced "pressure in the head, different mouth feel," and a loss of consciousness. The customer was able to self-treat with insulin (dose/type unspecified). There was no report of death or permanent injury associated with this event. A sensor scan of 180 mg/dl was obtained and compared to a healthcare professional (hcp) meter result of 400 mg/dl. The results/comparison readings when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was one day.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Milled slot into sensor casing to perform smu (source measurement unit) testing. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving unspecified low glucose sensor scan readings and did not notice a trend arrow on the device. The customer experienced "pressure in the head, different mouth feel," and a loss of consciousness. The customer was able to self-treat with insulin (dose/type unspecified). There was no report of death or permanent injury associated with this event. A sensor scan of 180 mg/dl was obtained and compared to a healthcare professional (hcp) meter result of 400 mg/dl. The results/comparison readings when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was one day.